Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that an unexpected reset occurred. There was no reported adverse impact to the customer's blood glucose. Customer continued to use the pump for insulin therapy.